Manufacturer narrative:
Unknown at this time the extent of the patient injury. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specification prior to shipment.

Event description:
Patient visited clinic 4 months after treatment complaining of numbness in hands. No report to the manufacturer was made at the time and no details on any treatment were provided. Patient returned on (B)(6) 2016 complaining of compensatory sweating on face, head and back; permanent nerve damage; vertigo. It was reported that the patient was unstable and details were not specific. Clinic has not had more contact with the patient. This report is being filed while more details are being sought.